Manufacturer narrative:
Investigations determine that the root cause was the melted fuse holder from the pcb power module. The replacement of the pcb power module has solved this problem. The customer did not demand regular instrument maintenance because of cost and the customer refused further troubleshooting. Today, the instrument still functions with a broken cooling unit. The customer is aware of this problem and is not interested in solving it. The analyzer generates errors due to the broken cooling unit, but the customer clears these errors and continues their daily routine. The cooling unit issue is not related to the pcb power module issue.

Event description:
The user reported that they had cuvette issues on the analyzer and that she opened the cover for the analyzer. The user states that there was a really bad smell inside the analyzer. The user states that the maintenance department came through and thought the odor was an electrical smell. The user states that the smell was so bad that it burned her throat. She used her inhaler and placed a towel over her mouth. She did not evacuate the laboratory. The user states that she is a smoker and has asthma. She believes that this makes her more susceptible to the smell. She states that she is fine and will not seek medical treatment. There was no smoke, flames, or evidence of fire according to the user. The customer stated that the instrument had the "cuvette controller power 115 volts missing" error on the screen. The customer determined that the f3 fuse indicator was on, indicating that the fuse was blown. The customer also confirmed that the cooling unit on the analyzer has not been operational for about a month and that they are aware of this issue. The customer states that they are in the process of replacing the analyzer with another vendor's equipment. The field service representative could not identify a specific root cause. He suspects that the bad/dead cooling unit has caused a problem with the main power box. The customer has been running the analyzer with the cooling unit broken for a number of weeks. As such, the analyzer is not functioning within specifications. The customer assumes all responsibility for all test results and possibly more instrument components failing as a result of running the analyzer without a working cooling unit. To repair the 115 volt error, the fsr replaced the fuse holder. The field service representative states that nothing was done with the cooling unit as the customer is not under contract and they refused to pay the cost for repair or replacement of the cooling unit. He advised the customer to not run the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results code of device subassembly = fuse holder.

Manufacturer narrative:
The field service representative has clarified that he replaced the pcb power module and after this, he no longer saw the "missing 115v" error. He stated that the smell coming from the photometer was probably coming up from the power supply box where the power module resides. He stated that it did have some burned parts on it. After replacement of the pcb module, the customer asked the field service representative to leave as they did not want further service performed on the analyzer.